Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-02939. It was reported that following a trail procedure after leads were pulled on (B)(6) 2024 patient experienced some worsening pain in his mid thoracic, MRI revealed an epidural abscess in the mid thoracic area. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein emergency decompressive laminectomies were performed, patient was administered both oral and IV antibiotics and patient was admitted to the hospital and is now in rehab to address the issue. Infection is improving.

Manufacturer narrative:
A patient experienced epidural abscess after trial lead pull was reported to abbott. It was determined the patient had some worsening pain and an MRI revealed epidural abscess in the mid thoracic area. Surgical intervention was undertaken wherein emergency decompressive laminectomies were performed, patient was administered both oral and IV antibiotics. The patient was admitted to the hospital and is now in rehab to address the issue. Infection is improving. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.